Event description:
Original order (B)(4) for slings r115 four slings are fraying and ripping at the seams for the straps lynne schramm (B)(4). No additional information provided.

Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.